Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/9/2020.

Manufacturer narrative:
Date sent to the FDA: 09/27/2017. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was the drain anchored during the initial procedure? - no information. During the second procedure, was the root cause of the inability to remove the drain identified? - no information. What does the surgeon opine is the cause of this event? - he doesn't know well. After using symmetric, the breakage of drain was often occurred. What was the initial index procedure? - no information. What is the patient¿s current status? - no problem. What is the lot number?- no information.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the drain was implanted. It was also reported that the breakage of drain occurred. After the procedure, the drain could not be removed. Therefore, the surgeon tried to remove the drain under general anesthesia. When the bottom end of suture used in the primary procedure was cut, the drain could be removed successfully. However, it was unknown where in the body the drain had been caught since the position of suture site had been far from the drain.